Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold. The lead was successfully repositioned. Additional information received indicates that the possible cause of high pacing threshold was due to micro-dislodgment. Rv lead still remains in service. No additional adverse patient effects were reported.